Event description:
The customer reported that when performing the extended self test & printing the system log, the unit automatically shuts off, reboots and goes back to the main screen. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that when performing the extended self test & printing the system log, the unit automatically shuts off, reboots and goes back to the main screen. There was no reported pt involvement. The device was evaluated by a local third party service provider. The symptom was reproduced. Multiple parts were replaced to resolve the issue. We are considering this a malfunction but we cannot determine the cause because multiple parts were replaced.